Manufacturer narrative:
(B)(4).

Event description:
Information was received from a study and healthcare provider (hcp). The patient's pump was programmed to deliver dilaudid 2.5 mg/ml at 0.6244 mg/day and bupivacaine 30 mg/ml at 7.493 mg/day in simple continuous mode since (B)(6) 2014. Interrogation of the patient's pump on (B)(6) 2015 revealed an empty pump reservoir alarm occurred. The empty reservoir occurred due to non-compliance. The patient experienced increased pain secondary to the empty pump reservoir. On (B)(6) 2015 the patient's dose was reduced by 36%, and it was programmed to deliver dilaudid at 0.4000 mg/day and bupivacaine at 4.800 mg/day. The pump was refilled, and the event resolved without sequelae on (B)(6) 2015.

Event description:
Additional information was received. The patient had presented for a pump refill on (B)(6) 2016 after his pump had been empty for several months. He did not present for a refill prior to the alarm date secondary to insurance and financial issues. The patient¿s pump was refilled. They reported the increased pain on (B)(6) 2016. The pump interrogation revealed that the empty reservoir alarm had occurred on (B)(6) 2015. The clinical diagnosis was increased pain secondary to empty pump reservoir. The event was related to the device/therapy. The event was not related to the implant procedure. The event was related to the drug (hydromorphone/bupivacaine). The drug action that caused the event was an empty pump reservoir. The outcome was updated to resolved without sequelae on (B)(6) 2016.